Event description:
It was reported that the pt had a history of degenerative arthritis of the right wrist and carpal instability. They had prior ligament reconstruction approximately 10 years earlier. They were admitted in 1994 for right wrist arthrodesis with iliac bone graft. Four months later a bone scan reported a focal "hot" area at the right iliac crest near the anterosuperior iliac spine compatible with a focus infection or osteomyelitis. Four days later they were readmitted for debridement of the right ilium. There was no definite sepsis or abscess found during exploration, however the graft site did show chronic granulation tissue with scarring and fibrosis, several small fragments of devitalized bone which may have been a sequestrum, and some chronic inflammation. A fragment of fibrotic tissue was also extracted from the inner ileum that may have been part of the sequestrum. They were discharged 4 days later on IV antibiotics to be followed by home health.